Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of console alarming with low speed during patient transport was confirmed through the analysis of a data log file retrieved from the returned centrimag 2nd gen primary console. Per the log file, on the reported event date of (B)(6) 2019the console was supporting a system at a speed of ~3800 and a flow of ~3.9lpm and the system was operational for over 3.5 hours. At approximately 8:39pm on (B)(6) 2019the log file captured a flow below minimum:f3 and motor disconnected:m2 alarms after which speed dropped to 0rpm and flow dropped to less than 0lpm, confirming the reported event. Approximately 30 seconds later, the motor was captured as reconnected and pump support resumed. At approximately 8:40pm the motor was captured as disconnected again and the system was powered down at 8:42pm. The returned centrimag 2nd gen primary console was evaluated and tested by the service depot under a work order. The reported complaint was not verified nor duplicated when the console was tested with a test motor and the flow probe associated with this event. No alarms nor any issues with flow or speed were reproduced. However, the reported issue was reproduced only when the console was tested with the motor (B)(4), reported under MFR # 2916596-2019-02971) of the same complaint. The motor went through its own test where it was confirmed that the motor was defective. The issue was not related to the returned console. The console was functionally tested per the centrimag 2nd gen primary console service process and the unit passed all tests. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the motor in question stopped twice within 5 minutes. The patient was switched to another motor and console with no issues. The changeover occurred just before transferring the patient from the or to the ICU. The healthcare professional stated that "it was nothing unusual flow rate of 3-4l/min". The motor reportedly "just stopped", and only the flow alarm went off. The rpm¿s were turned up again and the pump resumed flow. Health professionals thought that since they were moving the patient and console someone may have touched the off switch. About 5 minutes later the pump reportedly went to 0 rpm again and the flow alarm went off, so the patient was switched to the backup console and motor. The patient suffered no issues, and was off flow for "possibly 30 seconds total".

Manufacturer narrative:
Motor reported in MFR# 2916596-2019-02971. Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a patient's cmag console alarmed low rpm during patient transport. The cmag console was exchanged and only the console will be returned for evaluation. Additional information was requested.